Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- drill. G2: foreign - event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a revision, there was an attempt to remove fractured screws from the acetabulum and the burr broke. An intra-operative, general surgeon consult was conducted and as the broken burr did not show any vascular consequence, was agreed to be retained within the intra-pelvic cavity. It was reported that no further information could be provided.